Event description:
It was reported that during a follow up, the patient described a fall and x-rays were taken. Additionally, it was reported that xia pedicle screw was broken at distal 1/3 inside vertebral body.

Manufacturer narrative:
The type of screw was identified, however, the length of the screw is unknown. Additional information and x-rays have been requested and if made available will be reported in a supplemental. Result, and conclusion: will be made available following engineering evaluation if the device is explanted and returned for evaluation.